Event description:
Analysis of the returned generator was completed. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts and sense drops out were observed (1.8 seconds to 31.8seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb (tab removed). With the pulse generator case removed and the battery still attached to the pcb, the supply current off (12.1ua) and supply current off sense (15.3ua) measured at the pa bench were not in specification (high limit for supply current off 5ua and high limit for supply current off sense 8ua). Results of the electrical test show that the pulse generator module failed several electrical tests. After cleaning the trimmed edge of the pcb with high grit sand paper and isopropyl alcohol to remove the suspected contaminates, the pulse generator performed according to functional specifications, with the exception of the magnet detection normal and magnet response tests, which are due to the need for updates to the test software. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the lasered edge of the pcb would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (2.0 seconds to 3.0 seconds) after the lasered edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported allegation of "undersensing no r-wave detected." No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were some communication issues during the patient's generator replacement with a model 106 generator. It was noted that a pre-surgical evaluation was unable to be completed for the patient. It was also noted that during the case the generator was not touched with the wand or by the surgeon. It was noted that the green power light of the wand stayed on for the entirety of the heart beat detection testing and that the sales rep could see some flickering of the data received light but that it did not appear consistent with the heart beat of the patient. It was noted that at a setting of '2', a heart rate did appear for "2 seconds" but that it was over double the actual heart rate of the patient. It was noted that at this point, after each setting was tried and multiple troubleshooting measures were taken, a new model 106 generator was implanted and the heart rate detection feature functioned without any problems.

Event description:
Programming data was received and reviewed. Review of programming history shows data from the attempted implant surgery on (B)(6) 2015. All output currents remained programmed off for the duration of surgery. Diagnostics were within normal limits. In the course of surgery, sensitivity settings 1-4 were attempted. Device was left off after surgery. The opened but unused vns generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.